Manufacturer narrative:
The investigation confirmed that six lower than expected vitros phyt results were obtained from four samples collected from the same patient that were processed using two different vitros phyt slide lots on a vitros 5600 integrated system. User error related to pre-analytical sample handling is the most likely assignable cause. The customer is not following the manufacturer recommendations for centrifuge spin time. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Acceptable performance was obtained when the manufacturer recommendations for centrifuge spin time were used. A vitros crbm within-run precision test (used to assess instrument performance) was performed on the vitros 5600 instrument and the results were within acceptance criteria. This indicates the vitros 5600 instrument was performing as intended and did not likely contribute to the event. Since two different vitros phyt slide lots were affected, it is unlikely a vitros phyt slide related issue contributed to the event.

Event description:
The customer observed six lower than expected vitros phyt results that were obtained from four different samples collected from the same patient using two different slide lots of vitros phyt slides on a vitros 5600 integrated system. Phyt lot 2614-0162-8538 plasma patient sample #1 result = 3.4 ug/ml versus an expected result of 8.5 ug/ml. Phyt lot 2615-0163-9699 plasma patient sample #2 result = 4.9, 5.1 ug/ml versus an expected result of 9.6 ug/ml. Plasma patient sample #3 result = 4.0, 5.8 ug/ml versus an expected result of 11.6 ug/ml. Plasma patient sample #4 result = 8.6 ug/ml versus an expected result of 12.0 ug/ml. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The lower than expected patient result of 3.4 ug/ml was initially reported from the laboratory and questioned by a physician and a corrected report was issued. The lower than expected result of 4.9 ug/ml was reported outside of the laboratory. No other results were reported outside of the laboratory. There was no allegation of patient harm. This report is number one of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) /ivd (B)(4).